Event description:
In (B)(6) 2022, this patient underwent endovascular treatment to treat bilateral common iliac artery occlusions with approximately 2~3 cm of calcification in the aorta using non-gore bare stents(misago). In (B)(6) 2024, gore® viabahn® vbx balloon expandable endoprosthesis(vbx) were implanted bilaterally due to compression of the bare stents on both side. In (B)(6) 2024, compression of the vbx device on both side was observed. Reportedly, although there was in-stent occlusion, the misago stents were dilated by self-expansion. But vbx devices were compressed. A reintervention was performed, bare stents were implanted inside the vbx devices. The patient tolerated the procedure.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.